Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Laparoscopic left colectomy. It was reported that the ntlc75 was used in the laparoscopic left colectomy procedure, please confirm what device used in the first procedure? If applicable, what cartridge was used? Ntlc75 lot n4m727. What is the date of initial procedure? End of (B)(6) 2017. How did the patient present? The patient is ok and was discharged from hospital few days after the re-operation. What devices were used in the secondary (re-operation) procedure? Ntlc75 with yellow and green cartridges. The following information was requested, but unavailable: were there any other devices used in the primary procedure? In what type of tissue was there stapling without cutting? What type of anastomosis was created (side to side, etc.) Where was the post-op occlusion and how was it identified?

Event description:
It was reported that during a laparoscopic left colectomy procedure, the device has stapled without cutting between the staples lines. A post-op occlusion was diagnosed, a new surgery has been performed on (B)(6) 2017. A like device with yellow and green cartridges have been used without difficulty. The patient is fine and was discharged from hospital a few days after the re-operation. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any other devices used in the primary procedure? No in what type of tissue was there stapling without cutting? Closure of a right transverse colostomy, performed previously following an occlusive syndrome on a sigmoidal neoplastic lesion. What type of anastomosis was created (side to side, etc.) Side to side where was the post-op occlusion and how was it identified? Post-op (d5). No resumption of normal bowel function or gaz, the scan showed an anastomotic stenosis at the level of the transverse colon at the stoma closure, dilatation of the right colon.